Event description:
Report received that a patient underwent a full revision surgery due to high impedance. The high impedance had been found a few months prior to this revision when the patient was seen in the clinic and his device was interrogated and system diagnostics performed. The generator had been disabled after high impedance was seen. The data from the programming history was decoded and analyzed. The data showed that high impedance first occurred about four months prior it to being observed in the clinic. The patient had also received a generator replacement about four months prior to the high impedance occurring. X-rays were reportedly taken but the physician did not wish for them to be reviewed by the manufacturer. There was no trauma reported. Prior to lead replacement, system diagnostic tests were done pre-operatively. The first test showed high impedance but a second test showed ok impedance. Pin insertion was reportedly not checked prior to the lead and generator replacement. After replacement, the lead and generator were reportedly discarded. No additional relevant information has been obtained to date.

Event description:
Further information was received from the local manufacturer distributor who attended the last replacement. During the replacement, the lead pin was reportedly verified to be completely inserted into the new generator header and the set screw was fully tightened. The post-operative impedance was also found to be within normal limits. Additionally, it was reported that the device had been checked after this replacement. The diagnostic results were not available, however, they were reportedly within normal limits and "everything was good". No additional relevant information has been received to date.